Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an esophagogastroduodenoscopy (egd) on (B)(6) 2022 that was unremarkable. A flexible sigmoidoscopy was performed on (B)(6) 2022 and revealed some blood clots in the sigmoid colon but due to poor preparation the scope was unable to be advanced beyond the distal sigmoid colon. The patient had internal hemorrhoids. A colonoscopy was performed on (B)(6) 2022 and revealed a 6-millimeter polyp in the transverse colon which was removed. A single clip was placed due to oozing post polypectomy. The patient had multiple diverticula in the sigmoid colon and due to poor colon preparation, only 50% of the colon was seen. There was no blood in the examined areas with some prior bleeding likely from the diverticular bleed. A previously placed clip was partially seen in the right colon with stool around it and nonbleeding internal hemorrhoids were noted. The nonmonitored gastrointestinal (gi) blood loss study on (B)(6) 2023 revealed no scintigraphy evidence of an active gi bleeding.